Event description:
The robot mega needle driver broke during the case. Dr. Was using the device when it broke, and he stated this to the surgical tech and rn. A new tool, a mega suturecut, was brought in and opened to sterile field to be used as a replacement. As far as I know, the patient was not physically harmed during the procedure because of this event and the case was finished robotically.